Event description:
The abbott field service representative stated that when connecting the cell dyn 3700 sl analyzer to the new ups, smoke and sparks came out of the ups. No injury was reported.

Manufacturer narrative:
(B)(4). The ups was replaced with a new one which resolved the problem. There was no impact to the operation of the cell-dyn 3700 analyzer. The ups (powerland 3000, (B)(4)) being used with the cell-dyn 3700 analyzer was a non-abbott product. The legal manufacturer of the ups is chloride power protection. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, under section 10, troubleshooting guide, page 10-30, notes that in an emergency situation, to turn off the power switches, in any order, as quickly as possible. In addition the complaint analysis and trending system was reviewed and no adverse trends were identified. Based on the investigation, no product issue was identified with the cell-dyn 3700 analyzer. The reported issue was caused by a non-abbott manufactured device. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.